Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to loosening of the tibial component and small superior pole patellar fracture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up reports #1, and #2. Follow up #3 submitted on (B)(6) 2018 should have been submitted as follow up #1. Follow up # 4 submitted on (B)(6) 2019 should have been submitted as follow up #2. Follow up # 5 submitted on (B)(6) 2019 should have been submitted as follow up #3 although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
After the review of medical records, it was determined that the device is not contributing to the issue. This device was reported in error.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. No code available(3191) is intended for surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up reports #1, and #2. Follow up #3 submitted on 2/9/2018 should have been submitted as follow up #1. Follow up # 4 submitted on 6/28/2019 should have been submitted as follow up #2. Follow up # 5 submitted on 7/16/2019 should have been submitted as follow up #3. Although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.